Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and confirmed the reported phenomenon. It was due to insufficient cleaning. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined, but there was a possibility of insufficient reprocessing or handling problem.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that there was a foreign material in the nozzle. There was no report of patient injury associated with the event. The event date was unknown.